Event description:
The nurse spiked a new intravenous (IV) fluids bag with primary tubing and the primary tubing would not prime the fluids. This is the 4th time in 3 weeks that primary tubing has not easily primed for this nurse. Another unit rn agreed that she too had issues with primary tubing not being easy to prime. The 2nd rn said she had to manipulate the mid tubing clamp to get the tubing to prime, but it was difficult.